Manufacturer narrative:
Correction of previous supplemental MDR #2953200-2019-00220: additional information was received on 25-feb-2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system and valiant stent graft system were implanted during the endovascular treatment of a 59mm thoracic aortic aneurysm. The aneurysm length measured 277mm. The proximal neck diameter measured 38mm-34mm and 40mm in length. Moderate thrombus was noted at the distal seal zone. It was reported during the index procedure 6 endoanchors were implanted from the endograft to the distal neck, however one endoanchor did not adequately penetrate the aortic wall due to thrombus. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received; the investigator has confirmed the incomplete implanted endoanchor was secondary to a pre-existing thrombosis which is not related to the procedure or to the device. A CT scan was performed prior to patient discharge demonstrated the stent graft is in a stable position with no requirement for additional anchoring. If information is provided in the future, a supplemental report will be issued.